Manufacturer narrative:
The electronic log file was available for investigation. Based on the recorded info the reported symptom could partially be confirmed. Approx two minutes after automatic ventilation was started, the primus detected an insufficient pressure inside the vacuum section of the ventilator assembly. Based on the log entries, a vacuum pressure of only -53 hpa was achieved, while the lower limit value is -80 hpa. In contrast to the reported info that there were no alarms the primus reacted as specified for this situation and generated a corresponding visible and audible check vent assembly alarm. As due to the insufficient vacuum pressure ventilation was restricted the device also alarmed for apnea. All alarms, it possible causes and suitable remedies are describes in the in the IFU. In addition to the log analysis the device was tested on site and it was found that a leaky lower diaphragm inside the ventilator assembly was the root cause for the insufficient vacuum pressure. It was determined that the diaphram was recently installed as part of the 3 years maintenance kit. Hence we concluded that it has most likely been improperly installed, leading to an excessive wear and tear. The leaky diaphragm was replaced. The ventilator was tested afterwards and found to be fully functional.

Event description:
It was reported that the "unit was hooked to patient, gave about 2 breaths, and the unit went into vent fail. No alarms". There was no injury reported.